Event description:
A customer reported an issue with their freestyle flash meter. During troubleshooting with adc customer service, it was discovered that the unit of measurement setting could be changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.